Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth on (B)(6) 2013. During the procedure, a longer abutment was placed on the implanted fixture. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.